Event description:
B braun non-vented dispensing pin. Ref 413501, product code dp3500l with luer lock safsite valve. Package contains a partial finger nail in sterile pack. IV room technician restocking and noticed what appears to be a partial fingernail inside of a b braun sterile non-vented dispensing pin with luer lock safsite valve. Ref 4135051, product code dp3500l (B)(4). Lot # 0061537772 exp. 11/30/2021. B braun medical inc. (B)(4).